Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported difficulty grasping appears to be related to patient morphology/pathology. The reported patient effect of tissue damage appears to be related to procedural conditions, as the grasping with the clip likely perforated the leaflet. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the leaflet perforation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted. The second clip delivery system (cds) was advanced to the mitral valve. Grasping was difficult due to the leaflet anatomy. During leaflet insertion assessment, a small perforation was noticed on the posterior leaflet which resulted in a new mr jet. The second clip was successfully deployed to treat the leaflet perforation and reduce the mr to 2. The patient had a good outcome. No additional information was provided.